Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 1 closed box (contains 36 unopened racepacks) without the frontal box label. This defect was caused in the warehouse when preparing the shipment. We assume that an incidence happened with this box and the normal process was not followed. In consequence, this box was not discarded by the personnel and was supplied without the label. Reviewed the batch manufacturing record, there were no incidences related to this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that box received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the box received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that in one box of product the label is missing on the packaging. No more information has been provided.